Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported doctor visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor with blood glucose (bg) values that reached over 600 mg/dl. The patient had slurred speech, pale skin, trouble walking, confusion and was dehydrated. For treatment, the doctor gave the patient 30 units of insulin by manual injection.